Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was 160mg/dl. During troubleshooting, the customer indicated that the air bubbles are cleared but then they return again. Customer has tried different infusion sets but the problem persists. The customer was instructed to try another infusion set and reservoir again and to call back if the problem persists. No further assistance necessary.